Event description:
The reporter stated that during a procedure the cap screw fell apart when it was torqued because the rod was sitting too high. No adverse event of harm to pt to report.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.